Manufacturer narrative:
The device was returned to the manufacturer for investigation. Visual inspection of the device revealed that the inner catheter was kinked near the coring element wielding ring. The entire unit was intact. The inner catheter and coring element welded ring measured within specification for all critical dimensions. No manufacturing, design, or material failures were identified during the investigation. The inner catheter was likely kinked due to excessive forces applied to the device during handling. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. The device labeling has the following warnings: "avoid using excessive force to advance or retract against resistance. If excessive resistance is encountered, retract, and collapse the collection bag and coring element into the outer catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel." "Examine the clottriever bold catheter prior to insertion to verify it is not damaged." Manufacturer reference: (B)(4).

Event description:
On december 4th 2024, (B)(6) medical received a copy of a medsun report (B)(4) alleging "the copper core of the thrombectomy catheter broke off after several uses outside the patient as the catheter was being cleaned/flushed. There was no harm to the patient"